Event description:
The complainant reported that while implanted and providing support the impella rp's clear purge side arm broke off. The patient remained on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿

Manufacturer narrative:
The investigation of purge leak - pump has been completed. The clinical details state that the clear purge sidearm broke off at the tubing of an rp flex and an emergent purge bypass had to be performed. No excessive force had been applied. The rp flex had been used for about 16 days at this point. Data log review shows a purge pressure rise above 1000 mmhg followed by a drop to 0 mmhg, which recovers within 30 minutes. Product was returned but only included the cannula and part of the catheter, which had been cut from the rest of the pump. This returned product was insufficient for evaluation. The root cause of the pump purge leak was most likely a damaged sidearm but the exact location of the leak is unknown since product/images were not returned. D9 device returned to manufacturer date added g4 PMA/510(k)number was erroneously entered on the initial manufacturer device report number 1220648-2025-29308. H6 medical device problem code 1260 was erroneously entered on the initial manufacturer device report number 1220648-2025-29308.